Event description:
The unsolicited device summary case from (B)(6) was received on (B)(6) 2014 from rheumatologist. This case involves three patients (demographics unspecified) who developed arthritis post injections while receiving treatment with synvisc. The patients medical history, past drugs, concurrent conditions or concomitant medications were not reported. On unknown dates, the patients initiated treatment with synvisc injection at a dose of 2ml (route, frequency, batch/lot number expiry date: unknown) for an unknown indication. On unknown dates, the patients developed an arthritis post injection more specified as a swollen knee with diffuse redness and pain. It was reported that one patient had developed the adverse drug reaction (adr) after the third injection. A puncture revealed that there was neither bacteria present nor pus. Action taken: unknown. Corrective treatment: puncture. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event. No more information was available at this time of the reporting. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: in this case three patients developed arthritis post injection after treatment with synvisc. Although the role of device cannot be excluded for the occurence of the event; however lack of information regarding medical history, any concurrent medical illnesses, and concomitant medication precludes a comprehensive assessment of the case.